Event description:
Device 2 of 2. Ref MFR report #1627487-2013-12042. It was reported, the pt's family wanted the ipg replaced in response to field action letter and due to bruising and redness at the ipg pocket site. During the replacement procedure, the physician found fluid in the ipg pocket site which tested positive for infection. The physician removed the ipg and the leads. During the lead explant, the physician tugged on the lead, dislodging some of the electrodes. Dissection accoutred to retrieve these electrodes and x-rays were done to ensure all equipment was removed. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and in a field correction. Result - review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.